Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/24/2025, a sales representative reported via (B)(4) that an ar-12990n scorpion needle had the tip of the needle break off and fall inside the patient during a case. The case was completed successfully, but the tip of the needle is still inside the patient. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 03/26/2025: the fragment size of the ar-12990n scorpion needle left in the patient is 2mm-3mm in size. It was reported that no additional anesthesia was required. The case was completed without additional incidents or complications, with no additional hospitalization needed. It is uncertain if the patient experienced a reduction in quality of life due to the deviation. It is uncertain at this point if the patient will need surgery to take the scorpion needle out or not. The rep stated that imaging needs to be taken first, and the hcp needs guidance on this. No additional medical intervention has been made at this point, and no negative or significant adverse effects have been reported. Additional information was received on 03/26/2025: this occurred during a meniscal repair procedure on (B)(6) 2025. An ar-12990 knee scorpion was used to deploy the ar-12990n scorpion needle.